Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified that the device was last serviced 18-nov-2022 for an issue related to "system fault". Functional testing was done, and the customer¿s stated problem was verified. Battery cap and syringe cap was not received with device. The most probable cause is due to intermittent motor. In order to correct the problem, the motor was replaced as well as the front/rear housing, housing seal, syringe, battery cap, keypad and rear label. The device has since passed all functional tests.

Event description:
It was reported that the device had a system fault. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.